Event description:
It was reported that the ilet displayed an occlusion alert indicating pressure in the insulin path, potentially in the tubing or the infusion set, while the user was on a 6 mm, 23-inch infusion set; the user changed the infusion set and tubing, after which the alert cleared. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed that the occlusion alert was resolved after replacement of the infusion set and associated disposable supplies, consistent with a supply-related occlusion. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing issue leading to transient occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.